Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Investigation performed by our chinese partner: 07.07.2021 11:31] - [yyang] upon investigation, the actual situation was inconsistent with that reported by the hospital. The actual situation: during the use of the ventilator powered by ac power supply, a small amount of smoke occurred and the machine automatically switched to the backup battery power, and alarmed "loss of main power supply". Considering that there might be safety risk, the department immediately prepared another ventilator for use. Although the ac power supply of the machine was failed, the machine can automatically switch to the backup battery power supply. Therefore, the ventilator can continue to ventilate the patient without shutdown. This will not cause any harm to the patient. What described in the report "the ventilator suddenly showed black screen and powered off, and could not be restarted normally. The machine's sudden shutdown caused stagnant breathing for the patient" is not the actual situation. Upon examination, the engineer confirmed that the power board of the machine was defective. The machine was awaiting a repair. 13.03.2023 - our investigation results: this issue is deemed a reportable event since the malfunction 'loss of external power' due to defective power supply board can lead the ventilator to stop ventilation in case the ventilator will be used until the backup battery runs empty. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As this complaint was submitted to hamilton medical ag more than 18 months ago, no attempts will be performed to obtain additional information. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The report from hospital say: (B)(6) 2021 follow the doctor's instructions to use a ventilator to assist the patient in breathing. The ventilator suddenly shuts down with a black screen and cannot restart normally. The sudden shutdown caused the patient's breathing block. The report from hospital say: emergency airbag resuscitation is performed for the patient immediately after an emergency occurs, and the standby machine is activated to continue the treatment for the patient.